Event description:
It was reported in a service report that the dip switches were set correctly at the factory; however, these were not the correct settings for the user facility. No adverse consequences were alleged.

Manufacturer narrative:
Result: this unit was built per the order; the settings requested for nurse call were incorrect. This resulted in nurse call being non functional. This issue was caught at delivery prior to the unit being put into use. Dip switch settings.